Manufacturer narrative:
(B)(4). G2: foreign- india. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified sample 1 is missing the blue and white suture and is not assembled.  Sample 2 also is not assembled and sutures are frayed. As the broken suture thread was not returned, further evaluation was not completed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The reported event is not confirmed, as the suture line was not returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02219

Event description:
It was reported that the toggleloc with ziploop inline pulled or cut out the graft while pulling of the thread during the surgery. No adverse event has been reported as a result of the malfunction.